Manufacturer narrative:
(B)(4) fisher and paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula s was detached from the cannula end. It was also reported that the patient may have contributed to the reported event. The healthcare facility further reported that the cannula was replaced with no reported patient consequence.